Event description:
A power outage occurred during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback due to elapsed time with the blood pump off resulting in an estimated blood loss of 190cc. The patient's standard epogen dose was increased following a decrease in hemoglobin from 11.0 to 10.6 g/dl. No other medical intervention was reported.

Manufacturer narrative:
There is no evidence of a device malfunction. The blood loss is attributed to possible clotting due to the amount of time the blood pump was stopped. In the event of an external power outage, the user's guide includes instructions for performing manual rinse back when trained and instructed by the facility, to return the patient's blood with no impact to patient safety. The patient's standard epogen dose was increased. No other medical intervention was required. Nxstage medical considers this report closed. No additional information will be provided.